Event description:
At around 2000, extracorporeal membrane oxygenation (ECMO) registered nurse (rn) noticed blood dripping down the patient's bed. Upon further inspection it was found that the smallbore bifuse connected to the right internal jugular central venous line (ij cvl) had broken and blood was dripping from the ij into the bed. The broken bifuse was immediately clamped and when new supplies were gathered it was removed from the patient. It was put in a hazardous bag and left in the managers office.